Manufacturer narrative:
H3: device evaluation - lens was returned dry in microcentrifuge tube with residue/debris on product. Visual inspection found optic torn and haptic torn, broken, and bent. Dimensional and functional inspection found the lens to be within specification. Claim#: (B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault and refractive surprise. The lens was exchanged for a different model lens of the same length and problem resolved. Cause of the event was reported as unknown.